Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: because of the colon cancer more than two months, patient went to hospital on (B)(6) 2019, the hospital diagnosis with ascending colon mucous adenocarcinoma (t4an0m0 b) after 2 cycles of chemotherapy after surgery. After admission, enhanced CT examination was improved. Before the examination, when the nursing staff pushed the medicine in the indwelling needle, iohexol injection flowed out from the end of the indwelling needle, resulting in that iohexol could not be fully injected into the patient to help develop the image, which affected the effect of enhanced CT examination. Replaced the new indwelling needle.

Manufacturer narrative:
H.6. Investigation summary in response to the event reported by your facility a device history review was conducted for lot number 8107466. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked during use. The following information was provided by the initial reporter: because of the colon cancer more than two months, patient went to hospital on (B)(6) 2019, the hospital diagnosis with ascending colon mucous adenocarcinoma (t4an0m0 ¿ b) after 2 cycles of chemotherapy after surgery. After admission, enhanced CT examination was improved. Before the examination, when the nursing staff pushed the medicine in the indwelling needle, iohexol injection flowed out from the end of the indwelling needle, resulting in that iohexol could not be fully injected into the patient to help develop the image, which affected the effect of enhanced CT examination. Replaced the new indwelling needle.